Manufacturer narrative:
Patient identifier: (B)(6). Patient weight: (B)(6). Study source: (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) clinical study. On (B)(6) 2012, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. The procedure was successfully completed with no issues noted with the device. Subsequently, later that day, the patient experienced asthma exacerbation, including symptoms of a chest rattle, wheeze and rhonchi. On (B)(6) 2012, approximately one day following the procedure, the patient presented with a productive cough. On (B)(6) 2012, the event of asthma exacerbation resolved with usage of albuterol prn. On (B)(6) 2012, the patient presented with bronchopneumonia and asthma exacerbation, including symptoms of a fever, chills, nausea, headache and chest tightness with productive cough. A chest radiograph confirmed right and left upper lobe atelectasis. The patient was treated medically with one round of azithromycin (250mg qd) from (B)(6) 2012, and four rounds of prednisone, tapering down from 40mg qd to 10mg qd, from (B)(6) 2012. Additionally, the patient was administered extra nebulizer and inhaler treatments as required. On (B)(6) 2012, the event was reported as resolved. No hospitalizations or emergency room visits occurred as a result of these events. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator fev1: 1.77, fev1 % predicted: 61.03, fvc: 2.98, fvc % predicted: 80.32. Post-bronchodilator fev1: 1.89, fev1 % predicted: 65.17, fvc: 3.10, fvc % predicted: 83.56.